Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced at the customer site. The device was visually inspected and functionally tested. The reported condition of the occlusion alarm was confirmed as a false downstream occlusion alarm in the alarm log. The cause of the reported condition was due to a safety clamp shim. To resolve the issue the safety shim was replaced. If any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an occlusion alarm. There was no patient involvement. Additional information was requested and is not available.